Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the sensing electrodes. Patient reported sending the lifevest back due to the irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that a primary care physician advised to apply ammonium lactate lotion. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.